Event description:
It was reported that a pt had cystoscopy procedure and afterwards stimulation no longer was working. Impedance measurements found all eight electrodes of quad leads with very high impedances. As both quad leads affected, it was believed by the hcp that the bifurcated extension or the 1 x 8 extension may have an issue. The pt x-rays showed a break on the extension. The lead was replaced and impedances tested on table. Pt outcome was reported as the pt again had full stimulation in appropriate areas.

Manufacturer narrative:
(B)(4).